Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no reported malfunction/defect found on the device. A field service engineer powered it off, installed the power switch bracket, reseated the drawer connectors and rebooted the station to resolve. Preventative maintenance was performed on the device. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly stopped responding during a case. The customer stated that the pharmacy rebooted the device and the screen was not turned on. The customer confirmed that there was no patient harm or user involvement and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-aug-2022 to 14- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pharmacy tech had completed inventory, and the device was working fine. A field service engineer installed a power switch bracket, reseated drawer connectors, performed hardware test analysis and rebooted the system. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly stopped responding during a case. The customer stated that the pharmacy rebooted the device, and the screen did not turn on. The customer confirmed that there was no patient harm or user involvement, and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.